Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a warning for low impedance. On two separate occasions, there was a low impedance measurement. The polarity was changed from bipolar to unipolar and the lead impedance measurements were normal, but there was still intermittent loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.